Event description:
During an internal audit of explanted generators stored in the archives, associated leads were discovered and upon investigation of the explant reports, info was discovered which required distributor reporting. Per the explant report dated 3/24/93, the pacing lead adapter was explanted due to noise caused by a break. The device, implant report and explant report, have been forwarded to the MFR on 4/9/96.